Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current measurement. Unit failed to pass the sleep current measurement due to high currents. Uni failed to pass the self test due to pump error 75. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thump for history files and traces. In history downloads, there was pump error 75 on 11/08/2024 14:26 & 12/09/2024 07:26 in history files. Pump error 24 was not found in history files and traces on or near event date. Pump error 23 and pump error 49 and pump error 68 occurred on 11/08/2024 14:17 in history file. Unit was cut open to perform visual inspection and evidence of moisture damage on the found pcba 1. The following were noted during visual inspection: scratched case, pillowing keypad overlay . Critical pump error is not confirmed. Pump 23 and pump error 49 and pump error 68 are not confirmed. Pump error 75 is confirmed due to being found in history file and isolated to the electronic stack. Device tested failed is confirmed due to pump error 75 occurring during testing. Unit was received with high current and isolated to electronic stack. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 75- power supply test failed during self-test, pump error 23- post-reset ram crc alarm, pump error 49- history pointers failed. The history pointers are corrupted, pump error 68- trace pointers are invalid and pump error 24- this alarm is generated when a power failure is detected. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and pump failed self test. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.